Manufacturer narrative:
Additional product component: model number/catalog number: 72404127 and 72400024, batch/lot number: 804546008 and 790181001, model/catalog description: control pump and balloon.

Event description:
It was reported that the patient experienced erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Further information was reported that the patient experienced micturition syndrome.

Manufacturer narrative:
Device analysis: balloon analysis: erosion was reported. The ams800 balloon was visually inspected and functionally tested. No leak was found. The balloon tested at 54.0 cmh2o. The balloon was originally rated at 61-70 cmh2o. Although the balloon tested out of specifications, the lower pressurized balloon would not contribute to the reported allegation of erosion. Pump analysis: erosion was reported. The ams800 device was visually inspected and functionally tested. No leak was found. The pump performed within specifications. Cuff analysis: erosion was reported. The ams800 occlusive cuff was visually inspected and functionally tested. No leak was found. It performed within specifications. Further information was reported that the patient experienced micturition syndrome. Additional product component: model number/catalog number: 72404127 and 72400024, serial number: null and null, batch/lot number: 804546008 and 790181001, model/catalog description: control pump and balloon.

Manufacturer narrative:
Additional information: further information was reported that the patient experienced micturition syndrome, patient code. Additional product component: model number/catalog number: 72404127 and 72400024. Serial number: null and null. Batch/lot number: 804546008 and 790181001. Model/catalog description: control pump and balloon.

Event description:
It was reported that the patient experienced erosion with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted. Further information has been requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Further information was reported that the patient experienced micturition syndrome.